Event description:
After placement of a precise stent with the use of an angioguard, it was reported that the physician experienced difficulty withdrawing the stent delivery system and embolic protection device from the patient. The characteristics of vessel were severely very tortuous, so it was hard to torque and cross the lesion with the angioguard. During the stenting procedure, the physician found it hard to deploy the stent. After stenting the physician tried to retrieve the system, but the stent system seemed to stick with the angioguard. After torque for a while, he was able to retrieve the stent system, but also felt hard to retrieve the angioguard, especially past the stent structure.

Manufacturer narrative:
Concomitant devices: precise pro rx, lot#: unknown, catalog#: pc0830rxc. This device is available for analysis but has not yet been received. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Addendum (10-feb-2014): additional information was provided by the affiliate. The intended procedure was carotid. The target lesion was the internal carotid artery (ica). There was 85%~90% stenosis at the target lesion. There was no difficulty advancing the sds over the guidewire or embolic protection device. The difficulty occurred in the body/shaft. The outer sheath was advanced until the outer sheath marker contracted the catheter tip and the system was withdrawn as one unit (the guidewire was not removed), when the resistance was met during delivery system withdrawal. There was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was advanced while the filter wire was fixed. Force was required for withdrawal of the filter. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no difficulty capturing the filter basket into the capture sheath. No debris were found in the filter basket after removal. The filter basket was not suctioned prior to being withdrawn into the capture sheath. The angioguard was successfully removed. .035 guidewire support was used to resolve the withdrawal difficulty. There was no patient injury reported. There was no intervention/treatment provided. Complaint conclusion: during advancement of the angioguard it was noted that the physician had difficulty torquing it and crossing a severely tortuous internal carotid artery with an 85%~90% stenosis. After advancing the stent delivery system over the angioguard the physician found it hard to deploy the stent. After placement of a precise stent the physician experienced difficulty withdrawing the stent delivery system and embolic protection device from the patient, the stent system seemed to stick with the angioguard. The stent delivery system outer sheath was advanced until the outer sheath marker contracted the catheter tip and after torquing for a while, he was able to withdraw the stent delivery system as one unit (the guidewire was not removed). However, it was also hard to retrieve the angioguard, especially past the stent structure even though there was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was advanced while the filter wire was fixed. Force was required for withdrawal of the filter. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no difficulty capturing the filter basket into the capture sheath and the angioguard was successfully removed. No debris was found in the filter basket after removal. 035 guidewire support was used to resolve the withdrawal difficulty. There was no difficulty advancing the sds over the guidewire or embolic protection device. There was no patient injury reported. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The complaint product was returned for analysis. Complaint conclusion: after placement of a precise stent in an internal carotid artery with the use of an angioguard the physician experienced difficulty withdrawing the stent delivery system (sds) and embolic protection device from the patient. The vessel was severely tortuous with an 85-90% stenosis making it hard to torque and cross the lesion with the angioguard. The physician found it hard to deploy the stent and after deployment when the physician tried to retrieve the delivery system it seemed to stick with the angioguard. After manipulation he was able to retrieve the delivery system but encountered resistance with the angioguard, especially past the stent structure. There was no difficulty advancing the sds over the guidewire or embolic protection device. The difficulty occurred in the body/shaft. The outer sheath was advanced until the outer sheath marker contracted the catheter tip and the system was withdrawn as one unit (the guidewire was not removed), when the resistance was met during delivery system withdrawal. There was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was advanced while the filter wire was fixed. Force was required for withdrawal of the filter. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no difficulty capturing the filter basket into the capture sheath. No debris was found in the filter basket after removal. There was no patient injury reported. There was no intervention/treatment provided. One non sterile angioguard rx was received coiled inside of a plastic bag. The torque device was received attached to the proximal end of the guidewire. Also a capture sheath was received. The angioguard was received inserted in the capture sheath; however it was received totally unzipped. The filter basket was received deployed. Blood residuals were observed inside the distal tip of the capture sheath. No other anomalies or damages were observed on the received units. The rest of the components used during the procedure were not returned. The filter basket was inspected under a microscope; the struts, joints and filter basket membrane presented no damages. Functional test could not be performed due to the device unzipped condition. As no product lot number was provided, a device history record review could be performed. The failure reported by the customer as ¿delivery system / tracking difficulty¿ could not be confirmed due to the nature of the complaint. In addition the rest of the involved components were not returned and could not perform an appropriate evaluation. The failure reported by the customer as ¿capture system - withdrawal difficulty-snagged/caught on stent¿ could not be confirmed as no appropriate analysis could be performed as the rest of the involved components (introducer sheath, stent) were not received; also, functional test could not be performed due to the unzipped condition of the device. The exact cause of the events experienced by the customer as well as the unzipped condition observed during the analysis could not be conclusively determined; however, procedural factors appear to have contributed to them. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failures could be related to the angioguard manufacturing process; therefore, no corrective action will be taken at this time. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics, device interaction and procedural factors may have contributed to the reported event.